Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single port (sp) needle driver instrument had a piece broke off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage to the needle driver occurred outside the surgical field, when it became stuck to the sp patient cart due to drape interference and was damaged during removal. No fragments were introduced into the patient, and no post-surgical complications have been reported. The damaged portion includes the working end that would normally go inside the patient, but no patient contact occurred during this event. The patient has not returned to the hospital with any such complications related to this issue. No images or video recordings are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port (sp) needle drive instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have the roll input disk completely broken off. The disk was not returned with the instrument. No other components near the broken input were damaged. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The single port (sp) needle drive instrument was transferred to supplier engineering to inspect the broken input disk. The engineer mentioned that the broken input appeared to potentially be caused by "mishandling during system installation or cleaning." There were no additional findings.